Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly, no issues were observed. A cracked sensor neck was observed upon visual inspection of the plug assembly. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification, therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received an unspecified high sensor scan reading and self-treated with "extra" insulin based on the sensor reading. Customer experienced sweating and confusion and required treatment with glucose tablets provided by a third party. There was no report of death or permanent impairment associated with this event.